Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not recognize that the door was closed. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not recognize the closed door as the link did not fully travel with the door closed. A review of the event history log revealed 'shut door - power off'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment direction of flow shim and link screws. The case shimming and the link require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.